Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system is not aspirating properly. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The manufacturer internal reference number is:(B)(4).

Event description:
The timing of the event was during surgery. The surgery was completed. There was no patient harm..

Manufacturer narrative:
The customer reported that the system did not aspirate properly during a procedure. The customer was able to use the same system to complete the surgery with no patient harm. The company service representative examined the system and the reported event could not be replicated. The system was then tested and met all product specifications. The system was manufactured on february 16, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a system was not aspirating properly. The timing of the event and patient impact are unknown. Additional information has been requested but not received to date.

Event description:
A customer reported that a system was not aspirating properly. The timing of the event and patient impact are unknown. Additional information has been requested but not received to date.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer reported that the system did not aspirate properly during a procedure. The customer was able to use the same system to complete the surgery with no patient harm. The company service representative examined the system and the reported event could not be replicated. The system was then tested and met all product specifications. The system was manufactured on february 16, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).